Event description:
Pt states that insulin in pouring out of the infusion set tubing without pump recording the flow. Pt has had pump replaced last month for the same issue.

Manufacturer narrative:
Eval summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Furthermore the used sample failed flow test of the tubing. Unused devices: no unused samples were returned for eval. Reference samples: the reference material was tested and all samples were found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200752. No relevant deviations during mfg were recorded.